Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The infusion set tubing was leaking at the site. The infusion set was in use for 12 hours.the blood glucose level was high at the time of the event and the patient was treated correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.